Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump, catalytic decomp filter, and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
While onsite servicing the sterrad® 200 sterilizer for another issue, an asp field service engineer (fse) discovered a haze/mist/vapor emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional part replaced during service: vacuum control valve asp investigation summary: the investigation included a review of the device history record (DHR) failure mode and effects analysis (fmea), and system risk analysis (sra) ¿the DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and visually inspected. The vacuum pump was found to have a broken green wire from the power cable and could not be further tested. Reason for return was confirmed. The catalytic converter, oil mist filter and vacuum control valve were not returned for functional evaluation. The assignable cause of the haze/mist/vapors issue is the catalytic converter, oil mist filter, vacuum pump and vacuum control valve. The field service engineer replaced these parts and confirmed the sterrad® 200 was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.